Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5138133. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: na, batch: 21964603/23468984.

Event description:
It was reported that the patient had inadequate stimulation due to lead migration. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned.